Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced fluid overload coincident with peritoneal dialysis (pd) therapy. The cause of the fluid overload was unknown. The patient had been hospitalized for a past medical condition; treatment for the fluid overload was not reported. The patient recovered from the fluid overload. No additional information is available.